Manufacturer narrative:
The device was received by the baxter service facility, and evaluation is complete. A device history review revealed no issues that could have caused or contributed to the issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322 alarm. Evaluation confirmed the system error 322. The cause was identified to be a failed lower auxiliary which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed system error 322 (link switch error (low)). No additional information is available.